Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 11:12:54. During night drain cycle three, the patient's ultrafiltration reading was 953ml, indicating the home patient (hp) drained 953ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. During evaluation, a visual inspection was performed with no issues noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional testing of the device with no issues noted. Upon conclusion of the investigation, the cause was determined to be that one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold. Should relevant additional information become available, a supplemental report will be submitted.